Event description:
The nurse walked into the patient room, noticed blood on the bed. She found that the IV tubing was disconnected at the distal blue clave port. IV tubing was changed.there was no harm to patient.